Event description:
It was reported that the unspecified bd¿ IV tubing was missing its lower luer fitting, and had a lack of solvent in the tubing. The following information was provided by the initial reporter: "an unknown sample was received with (B)(6) for unknown reason." Via bd investigation: "the sample infusion set received was missing a lower luer fitting. Further examination of the sample indicates that there was a lack of solvent visible on the tubing."

Manufacturer narrative:
Correction: the event description and awareness date were corrected to reflect the lack of information provided from the complainant: b.5. Describe event or problem: it was reported that the unspecified bd¿ IV tubing was missing its lower luer fitting, and had a lack of solvent in the tubing. The following information was provided by the initial reporter: "an unknown sample was received with (B)(6) for unknown reason." Via bd investigation: "the sample infusion set received was missing a lower luer fitting. Further examination of the sample indicates that there was a lack of solvent visible on the tubing." G.4. Date received by manufacturer: 2021-02-01.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one sample was received for quality investigation. The sample infusion set received was missing a lower luer fitting. Further examination of the sample indicates that there was a lack of solvent visible on the tubing. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: the customer complaint of misassembly was verified by visual inspection. Root cause description: a root cause for this issue could not be fully determined due to the luer lock not being provided for investigation. The probable cause for the failure is that there was a lack of solvent between the tubing and the luer lock causing it to separate. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ IV tubing did not have the end piece attached. The following information was provided by the initial reporter: "she had two incidences of faulty IV tubing. Both sets were incomplete, without the end piece attached."